Manufacturer narrative:
The event reported in the field was confirmed in the laboratory and was likely due to a fractured sensing coil. A hole in the outer insulation was observed at 5.6cm from the connector boot on the is-1 connector leg, and a small part of the insulation was missing. The outer insulation was abraded externally and internally. The sensing coil was melted and fractured in the same area.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device delivered inappropriate shocks. A lead fracture was suspected. The lead was capped.